Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that rn noticed that ns was being pulled from flush line despite the line being clamped. Second rn in room to verify that line was clamped with blue tubing clamp and it was still infusing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd alaris¿ infusion set had flow issues while infusing chemotherapy medicine. The following information was provided by the initial reporter: "study drug in 50ml chemo bag. Per protocol, secondary tubing attached at port above channel primed with ns to be run once chemo tubing reaches top of pump. Ns flush clamped during chemo infusion and then unclamped and run at same rate as chemo to flush additional drug left in line (approximately 14ml). Study drug to be infused "at least over 2 hours" per protocol sheet. Drug ran at 25ml/hr for a total volume of 50ml however it took 3hr and 35min to get to the flush point instead of the anticipated ~1.5hr. Not sure if there was overfill in the chemo bag? However, while in room, rn noticed that ns was being pulled from flush line despite the line being clamped. Second rn in room to verify that line was clamped with blue tubing clamp and it was still infusing. Hemostat clamps applied to flush line to allow for chemo line to continue infusing. Study tubing, chemo tubing and pump given to nurse manager."